Manufacturer narrative:
An attempt was made to obtain additional information regarding the event reported, however, the information other than model of electrosurgical unit used along with the device was not provided. The subject device (kd-v411m-0720 ) was returned for evaluation/investigation. The lot number was 22k with supplementary information number of ¿9¿. (M-bc manufacture date: feb 9, 2022) the cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon: length of cutting wire, length of coated portion and operation of cutting wire IFU (instruction for use) : the instruction manual contains the following information. (Drawing no.gk6224 revision no.8) since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. In the past, there have been reports of complaints expressing the same or similar circumstances as the following events. Knife wire was damaged (basically sparks occur). Review of complaint trend found no abnormalities were detected in the (jan.2022) quality data analysis for the following events: based on the confirmation result, it can be inferred that the cutting wire was broken while the output was activated. Based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. However, the exact cause of the problem could not be conclusively identified. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. Avoiding the above situations will prevent the cutting wire from breaking. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the knife wire broke during an ercp (endoscopic retrograde cholangiopancreatography) therapeutic case. The detailed timing of occurrence is unknown. According to the reporter, it was noticed that it was cut off. The device was replaced with a new knife and completed the procedure. No health hazard reported. There was no patient harm, no injury reported due to the event. No user injury reported.

Manufacturer narrative:
Correction: the UDI (B)(4) was entered in field d4.